Event description:
From the patient, "hello. My gastric stimulator worked wonderful for about 14 years. I had the battery replaced once and the whole stimulator replaced once. For the past 3 months I have been getting severe pain around the stimulator itself and what feels like a pricking, stabbing pain from the corners of the stimulator. I recently had surgery in which the stimulator was loose so the surgeon reattached it and moved it over closer to my belly button. My surgical pain is fine now but I am getting the same exact type of pain around the stimulator and the stabbing pain at its corner closer to my belly button. It has made it very uncomfortable to take part in daily activities, go back to my active lifestyle, and to get comfortable when sitting or especially laying down. I was wondering if there are other cases like this and if so, what my next steps would be. I am petrified to move it as I am worried, I would go back to severe nausea and vomiting each day. I hope to hear from you soon. Thank you. "

Manufacturer narrative:
I spoke with the patient. It is a constant pain that has been going on for about 3 months. There was no incident/injury (car accident, sky diving, scuba diving). She remembers laying down, randomly feeling a jolt, jumping up and the pain has been there since. They did a CT scan prior to the revision, that looked fine. The pain has shifted from the old battery site to the new battery site. It was a bit loose, with some movement, so the surgeon though that revisit/resighting/ suturing in place would help. Lidocaine patches do not help. Surgical site feels ok. She has her post-op

Manufacturer narrative:
Follow-up call with patient: I spoke with the patient. It is a constant pain that has been going on for about 3 months. There was no incident/injury (car accident, sky diving, scuba diving). She remembers laying down, randomly feeling a jolt, jumping up and the pain has been there since. They did a CT scan prior to the revision, that looked fine. The pain has shifted from the old battery site to the new battery site. It was a bit loose, with some movement, so the surgeon though that revisit/resighting/ suturing in place would help. Lidocaine patches do not help. Surgical site feels ok. She has her post-op appointment tomorrow. Patient called back and talked to customer service: I am giving an update. I am a little over three weeks past my surgery in relocating my stimulator. The extreme pain has decreased but I am still very sore around the pacemaker itself. I am getting a lot of twitching from it and may turn it down when I see my gi next month. I am hoping the pain continues to decrease. Thanks. Patient called in to call center on (B)(6) 2025; submitted as issue 01013: I was having pain with stimulator so I had a surgeon moved it, but the pain followed it. It's been 2 months. Surgery pain has healed, but it feels like its pulling. Gi turned the settings down from a 5 to a 3 but unfortunately her nausea symptoms came back. She went for a CT scan and shared results. I left a vm for the surgeon to see what he is considering for next steps. Patient experienced pain and had device position revised. Pain is beginning to decrease. Patient may have settings further adjusted.